Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log [11] and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Sensor scan was attempted with evm (evaluation module), but sensor did not scan. The evm was reset and scanned the sensor again; but it did not scan. Unable to performed an smu (source measurement unit) test and poise voltage. An extended investigation was performed. Performed an internal visual inspection on the returned de cased sensor, a crack was observed. The sensor data in initial scan was reviewed and the sensor was observed to have been in state 8 (error termination). Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The sensor failed to scan and was placed in test fixture and it still failed to scan. Hence functionality testing could not be performed. The sensor failed to scan after de casing hence the damage observed occurred due to damage during de casing, resulting in the sensor failing to scan. As a result, functionality testing could not be performed. Issue is unable to test. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 2.30 mmol/l compared to readings of 19.30 mmol/l respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 2.30 mmol/l compared to readings of 19.30 mmol/l respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log [11] and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Sensor scan was attempted with evm, but sensor did not scan. Then reset the evm and scanned the sensor again; but it did not scan. Unable to performed an smu (source measurement unit) test and poise voltage. An extended investigation was performed. Performed an internal visual inspection on the returned de cased sensor, a crack was observed. The initial scan was reviewed and the sensor was observed to have been in state 8 and state 7. This was a part of software design and was not an indication of product non-conformance. Functionality test would be performed on the sensor to verify if sensor was functioning as intended. The sensor was failed to scan and was placed in fr4 fixture. It still failed to scan. Hence functionality testing could not be performed. The sensor failed to scan after de casing hence the damage was observed occurred due to damage during de casing, resulting in the sensor failing to scan. As a result, functionality testing could not be performed. Therefore, issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.